Event description:
It was reported to baxter (B) (4) that the reservoir of a folfusor sv4 ruptured during filling. The device was being filled with 938 milligrams 5-fluorouracil and 88 milliliters 0.9% nacl when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B) (4)this product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. The root cause investigation is currently being performed under CAPA # (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Trend review determined that similar reports have been received by baxter. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump which failed to detect air in the line on channel b during biomedical service. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.